Event description:
Patient was admitted to the hospital with cellulitis & leg ulcer approximately 8 weeks post open reduction internal fixation (orif) ankle fracture. The patient required the removal of all hardware. The exact dates of the initial and revision surgeries, and the availability of the explanted materials for evaluation remain unknown. Follow up with sales representative indicates that an infection has not been ruled out but no specific details were given. The actual part number involved is unknown, therefore it remains unclear if the implant used was stainless steel or titanium. In addition to the tight rope device a non-arthrex plate was used in the initial procedure and compatibility of the materials involved has not been determined. This device is used for treatment.